Event description:
Generator analysis was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery voltage - 2.823 volts as measured showed an intensified follow-up indicator intensified follow-up indicator (ifi)=no. The data in the diagaccumconsumed memory locations revealed that 71.347% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator. Lead analysis was completed. During the visual analysis of the returned 198mm portion tri-filar coil 1 appeared to be broken in multiple locations. Scanning electron microscopy was performed and identified the areas as having evidence of being worn to the point of fracture with flat spots on the coil surface or extensive pitting and residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, abraded openings and tissue-covered electrode ribbons, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
Patient had full replacement (generator and lead). Pre-op diagnostics confirmed high lead impedance. The high lead impedance was resolved following the replacement. The explanted products have been received; however, product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
It was reported that high impedance was observed on the patient's vns and x-rays were ordered. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.